Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up with the customer, she indicated that she recently began using the pump in style breast pump upon her return to work and prior to that was using a hospital-grade pump. She noticed a significant difference in the comfort level between the hospital-grade pump and the pump in style. She feels that she experienced pain while pump with the pump in style due to the pressure with which her nipples were being pulled. Lesions formed on the tip of her nipples where it appeared that the skin was "basically pulled off." This would result in drainage and scabs that would stick to her breast pads and break open when pumping again. Sometimes blood would appear in the pumped milk. She got mastitis twice, for which antibiotic treatment was prescribed, she believes from the sores caused by using the pump. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." (Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)].the breast pump was returned by the customer for testing/analysis. In summary, the pump performed its intended function and met its performance specifications. Based on the fact that the pump was not out of specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Evaluation summary - the pump was visually examined and the following were noted: pump type: pump in style advanced. Pump manufactured on: (B)(6) 2008. Circuit board data: medela part #(B)(4); software version 5.1; manufacturer part # (B)(4); lot code 8247(1). Also returned by the customer: ac adapter medela part #(B)(4). Breast shields were not returned by the customer. Vacuum levels and cycle rates were measured and the following were the results) note: the pump ran for 30 seconds before any measurements were taken). The vacuum values for this pump in expression phase, minimum setting, both double and single pumping should have been approximately 115 mmhg for pumps made with the (B)(4) circuit board. The transformer voltage was checked and the transformer was found to be within specification. Note 1 - vacuum and cycle rates were measured using medela part number (B)(4) - vacuum/cycle fixture (ID# (B)(4)); calibrated weekly.

Event description:
The customer reported to customer service that she used her breast pump with her first child and always did so at the lowest vacuum setting. She is currently using it with her second child and at the lowest setting it is extremely painful. It is causing her nipple to be sore and her skin has been pulled off of the tip of her nipple, in between pumping sessions, the sores dry to scabs.